Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that artifacts were found on the system due to incomplete calibrations. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the image quality of the imaging system was poor. There was no patient present when this issue was identified.

Event description:
Additional information received from a manufacturer representative, indicated the issue was resolved. The site had not completed their monthly quality checks for the imaging system. It was also determined, there was metal in the field of view, during the image acquisitions. The site would take those into consideration for future cases.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi-500-01605, software version : 4.1.0. H3: software analysis results were not available as of the date of this report. A follow-up report will be submitted, when analysis is complete. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The reported issue occurred on (B)(6) 2022. It was confirmed that a patient was present when the image quality issue occurred. The case was a thoracic posterior fixation(tumour/trauma). The case was able to be completed without delay or impact to patient outcome. Issues quality issue was most severe during confirmation spin towards the end of the operation. Procedure was completed, no unused images were taken.

Manufacturer narrative:
A1-a5) patient information was unavailable from the site. H3) additional information was added to the event description. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.